Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient who encountered fluid leaks in the cassette area during drain 3 of their (B)(6) 2018 pd treatments. The fresenius liberty select cycler showed the m31 air detected in cassette message, the patient line blocked, and drain lines blocked messages. The patient was advised to discontinue use of the cycler, and was advised to complete their treatment manually. Due diligence attempts were exhausted, but no additional information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The fifteen minute self-test / treatment was performed and completed without any failures or problems. The system air leak test, valve actuation test, and mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.